Event description:
The complaint is reported as: the first, second and third spring wire guides were unable to be removed due to the wire kinking when used on the right neck. The fourth spring wire guide was unable to be removed due to wire stuck with ars (arrow raulerson syringe) when used on the right femur (no kinking of wire reported). The fifth spring wire guide was unable to be removed due to wire kinking when used on the left neck. The sixth spring wire guide was successfully inserted in the patient. No patient harm or injury was reported. No delay in therapy. A new device was used. No additional medical intervention required. The patient's condition was reported to be fine. Associated MDR#s for kinked guidewire: 3006425876-2022-00902; 3006425876-2022-00901; 3006425876-2022-00900; 3006425876-2022-00899.

Manufacturer narrative:
(B)(4), the customer returned a single guide wire and the product lidstock for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have several kinks throughout the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 25mm, 40mm, and 113mm from the distal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-602 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.799 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations throughout the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the first, second and third spring wire guides were unable to be removed due to the wire kinking when used on the right neck. The fourth spring wire guide was unable to be removed due to wire stuck with ars (arrow raulerson syringe) when used on the right femur (no kinking of wire reported). The fifth spring wire guide was unable to be removed due to wire kinking when used on the left neck. The sixth spring wire guide was successfully inserted in the patient. No patient harm or injury was reported. No delay in therapy. A new device was used. No additional medical intervention required. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Associated MDR#s for kinked guidwire: 3006425876-2022-00901; 3006425876-2022-00900; 3006425876-2022-00899.